Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated he was still feeling tired. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated he was still feeling tired. He thinks it is due to him having his colonoscopy today. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling tired; medical attention was not needed at the time of the call. The customer stated that on (B)(6) he had called 911 went to the hospital; the customer stated he had not been feeling well, thought he had covid and he was diagnosed with high blood glucose and other problems; customer declined to provide further details. Customer had been discharged on (B)(6) 2025. During the call, a blood test was performed by the customer fasting and produced test result of 170 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/22/2027 and per the customer the open vial date is over 2 months ago. The meter memory was not reviewed for previous test result history.